Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Corrected data.

Event description:
Additional information received indicates the lead was replaced due the patient experienced ineffective therapy. Lead migration was confirmed via diagnostics and x-ray. Reportedly, effective therapy was restored post op.

Event description:
It was reported that the patient¿s lead was explanted and replaced for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.